Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that there was a hole in the device hose was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device produced excessive noise. The assignable root cause was determined to be traced to user, which is user error.

Event description:
It was reported that the motor device made an unusual noise and there may be a hole in the hose. During in-house engineering evaluation, it was observed that the device produced excessive noise, insufficient/low power and had cosmetic damage. It was further determined that the device failed pretest for visual assessment, noise assessment and rotational speed assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.